Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's primary knee. During follow-up for an intra-op event which occurred on (B)(6) 2020, the rep indicated the following: "the patient's primary implant was a triathlon tka. I do not have the date of implantation. The first revision and second surgery was a competitor hinged construct." The rep does not have access to any further information as the primary and subsequent revisions were done by unknown surgeons in unknown facilities. The revision took place approximately 3 years prior to this procedure.